Manufacturer narrative:
The reported aware date should have been (B)(6) 2016. The reported due date should have been (B)(6) 2016.

Manufacturer narrative:
Correction/retraction: on 04/04/2016 a follow-up report 2017865-2016-01369-02 was submitted noting a correction for awareness date changes. Please note that this information was erroneously reported and should be nulled/voided as it does not pertain to this record.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during right ventricular lead revision, the new lead was placed and the pulse generator exhibited noise. The device was explanted and a new device was placed. The patient tolerated the procedure well.